Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on (B)(6) 2018. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure (batch no. C64472) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, 1 year 5 months after insertion of essure, the patient experienced fatigue ("chronic fatigue"), arthralgia ("joint pain"), tendonitis ("tendonitis") and joint swelling ("right ankle swelling"). On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy and hysterectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, fatigue, arthralgia, tendonitis and joint swelling outcome was unknown. The reporter provided no causality assessment for arthralgia, fatigue, joint swelling, medical device removal and tendonitis with essure. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 05-jun-2018 for the following meddra preferred term: medical device removal ¿ analysis in the global safety database revealed 756 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 04-jun-2018. The most recent information was received on 28-jun-2018. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure (batch no. C64472) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, 1 year 5 months after insertion of essure, the patient experienced fatigue ("chronic fatigue"), arthralgia ("joint pain"), tendonitis ("tendonitis") and joint swelling ("right ankle swelling"). On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy and hysterectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, fatigue, arthralgia, tendonitis and joint swelling outcome was unknown. The reporter provided no causality assessment for arthralgia, fatigue, joint swelling, medical device removal and tendonitis with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6) 2018 for the following meddra pt (excluding this case): medical device removal: 814 cases were identified. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 28-jun-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.